Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs andbreathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint cannula was received at fisher & paykel healthcare (B)(4) and was visually inspected. Results: inspection of the returned cannula revealed that the manifold was broken between the prongs. A lot check revealed no other complaints for the lot number provided. Conclusion: the nature of the damage suggests that the cannula has been pulled apart due to excessive force being placed on the cannula ends. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken three times per hour from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is placed on hold for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube.

Event description:
A hospital in the (B)(6) reported that an opt314 optiflow junior nasal cannula was broken between the prongs. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint op314 cannula is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our evaluation.

Event description:
A hospital in the (B)(6) reported that an opt314 optiflow junior nasal cannula was broken between the prongs. No patient consequence was reported.